Event description:
As reported via medical affairs, a patient reported stents clogged approximately sixteen months after the index procedure. On (B)(6) 2008, the patient had two cypher stents implanted in the left anterior descending (lad) due to chest pain. On (B)(6) 2008, as a planned procedure, two more cypher stents were implanted in the circumflex artery, and a precise stent was implanted in the carotid artery due to blockage. Approximately fifteen months after the index procedure, the patient experienced left arm pain and sweating and was hospitalized for unknown number of days. Cardiac catheterization revealed that all four cypher stents were clogged and the patient underwent quadruple bypass surgery. No further information regarding the clogged stents was available. The patient underwent a repeat cardiac catheterization three weeks ago and the stents were reported as functioning properly. There were no problems reported with the precise stent.

Manufacturer narrative:
Concomitant medications included aspirin, omeprazole, lanoxin, carvedilol, spiriva, and albuterol sulfate. Clinical impression: as reported via medical affairs, a patient reported stents clogged approximately sixteen months after the index procedure. This is a 56 year-old male with medical history including allergy to penicillin, erythromycin, zithromax, coumadin, bee stings, cad, copd, acid reflux, and occasional etoh. On (B)(4) 2008, the patient had two cypher stents implanted in the left anterior descending (lad) due to chest pain. On (B)(4) 2008, as a planned procedure, two more cypher stents were implanted in the circumflex artery, and a precise stent was implanted in the carotid artery due to blockage. Approximately fifteen months after the index procedure, the patient experienced left arm pain and sweating and was hospitalized for unknown number of days. Cardiac catheterization revealed that all four cypher stents were clogged and the patient underwent quadruple bypass surgery. No further information regarding the clogged stents was available. On an unknown date, the patient experienced a back pain. The patient has been scheduled for an MRI on an unspecified date and it was reported that back pain is still ongoing. The patient underwent a repeat cardiac catheterization three weeks ago and the stents were reported as functioning properly. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13353327 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00043, 3003742446-2012-00044, 3003742446-2012-00045, and 3003742446-2012-00046.